Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not boot up completely. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. It was also observed that the device had blue lines on the display.there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to an integrated circuit chip, designator u61 from the system controller pcb assembly.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system controller and user interface pcb assemblies. After proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.